Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (rep) went onsite to evaluate the suspect device. The carefusion field service rep determined the alleged fault to be the turbine assembly. The rep replaced the turbine and tested, ran the operational verification procedure and noted all tests passed. The alleged faulty defects was received in carefusion's failure analysis lab for further investigation and is currently awaiting investigation. Once the investigation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator, the unit is having a noise loudest from the back of the vent. The customer described the noise as a winding, roaring, gurgling kind of sound. The issue occurred during patient use and the customer reported taking the unit out of service because of the noise. There is no report of patient consequence associated with the event as they placed the patient on another vent.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis technician received the suspect vela turbine muffler assembly for evaluation. Upon inspection, the technician found bent pins, straightened out the pins and installed on a known good unit. The customer's reported issue was duplicated with loud sounds. The technician replaced the customer's faulty turbine interface pcba (printed circuit board assembly) and connected it with the customer's suspect turbine and the unit passes. The technician noted all unusual sounds are removed. This issue will be internally investigated within carefusion.